Event description:
It was reported that pump experienced malfunction alarm with code 13 that occurred shortly after earlier malfunction while caller was attempting reboot, and pump was not in use because customer had been relying on multiple daily injections since 5/3/26. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, customer support confirmed reboot difficulty and later successful completion, determined malfunction code was not resettable, arranged warranty replacement pump with updated software, confirmed shipping details and signature requirement, instructed customer to allow battery to fully deplete and return malfunctioning pump within 10 days, and advised customer to enter pump settings and reconnect continuous glucose monitor to replacement pump.